Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received a sensor alert. Customer's mother also reported that during insertion, the sensor did not retract and a piece may have remained inside the customer. The caller reported that the needle could not be removed. Blood glucose level at the time of the incident was around 72 mg/dl. The customer's mother was advised that the sensor would be replaced and agreed to return the product for analysis.